Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The account reported that the patient was implanted with heartmate 3 lvas, serial number (B)(6), on (B)(6) 2020. The patient reportedly expired the same day due to massive bleeding. The account indicated that the bleeding was due to very weak ventricular tissue. The wall reportedly ruptured and could not be fixed. The pump was believed to have been operating as intended during this event. The device was not explanted and will not be returned for evaluation. The relevant sections of the device history records for (B)(6), and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists bleeding (perioperative or late) and death as adverse events that may be associated with the use of the heartmate 3 lvas in section 1, ¿introduction¿. Section 6, ¿patient care and management¿, under "anticoagulation", outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Section 5, ¿surgical procedures¿, explains how to properly implant the heartmate 3 lvas under ¿implant procedures¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away during the implantation process. The patient passed due to massive bleeding which in turn was due to a very weak tissue of the ventricle, this wall ruptured and could not be fixed. The pump performed as expected. No autopsy was performed. No further information was provided.